Event description:
It was reported that post stenting treatment procedure, stent thrombosis occured. The procedure treated the 90% stenosed, 2.5x25mm target lesion located in the non calcified proximal left circumflex (lcx) artery. Predilation was performed, a 2.50 x 28 mm promus element stent was advanced and deployed, and post dilation was performed resulting in 0% residual stenosis. The patient was placed on pletaal 200mg, aspirin 100mg, and clopidogrel 75mg. The patient was discharged four days post procedure. One day post discharge, the patient experienced chest pain and was transported by ambulance to the hospital. Angiography revealed subacute thrombosis at proximal portion of the stent in the proximal lcx artery. Balloon angioplasty was performed with a non bsc device and timi flow improved to timi 3 flow. No further patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device is combination product. Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).